Manufacturer narrative:
Visual inspection of the returned device revealed kinks in the sheath assembly from the femoral marker to the proximal tip, frictions marks between the rotator and the retainer clip in the hub assembly, and the distal tip separated and lost. Microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces and the distal tip was damaged. Impedance testing showed a wave form with presence of transmission line but weak transduce. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a poor image appeared in the ilab system.

Event description:
Reportable based on device analysis completed on 31mar2021. It was reported that visualization issues occurred. After an opticross hd catheter was introduced, the image became black and nothing appeared. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed tip detachment.